Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The medtronic representative, reported that the sterile drape was likely weighing on the patient's skin since the patient had fairly flaccid skin. A software investigation was completed and found that the draping process caused a frame-to-patient orientation change which could attribute to inaccuracy. Software is functioning as designed. A medtronic representative performed a navigation system check-out, all areas passed. Rescheduled procedure was completed successfully with the navigation system.

Event description:
A medtronic representative reported that during a cranial resection the surgeon alleged the system was inaccurate. The surgeon registered the patient non-sterile using the non-sterile cranial frame and passive planar blunt probe. The checked his accuracy and was accurate; then proceeded to drape the patient and attach the sterile cranial frame. When the surgeon checked the accuracy it was approximately 1 cm inaccurate. The second time the surgeon registered the patient with the non-sterile cranial frame, verified that is was accurate, attached the sterile frame and was approximately 1 cm inaccurate. The surgeon re-attached the non-sterile cranial frame and was still approximately 1 cm inaccurate. Medtronic representative stated that the site was careful not to move the vertek arm that the frame was attached to and checked for skin shift on the patient. The inaccuracy was noted to be inferior from the entry point every time. The surgeon decided to cancel and reschedule the surgery.